Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility and the investigation of the returned sample; 213 is based upon dimensional testing of the returned sample. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the fully rear-locked position. The contents were found to have been deployed and the suture had been cut. The suture was found to have been emerging from the proximal end of the slit on the carrier tube. A minor kink was also identified on the carrier tube. No damage or deformation was identified on the hemostasis sheath. Dimensions were measured for the slit feature of the carrier tube and were found to have been within specification. The total slit length was found to have been 0.83 in. (0.800 - 0.850 in.), while the thin portion of the slit was measured at 0.59 inches (0.550 - 0.700 in.). Both dimensions were within the specifications. The complaint was unable to be confirmed. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Weight requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device collagen plug was deployed but the internal delivery section was split. The doctor had to pull reasonably hard to release the green plunger and cut the suture. At this stage we did not know whether the plug had deployed sufficiently so applied femostop. The patient has had no complications and has been discharged so it sounds as if the plug has been deployed. There was no harm to the patient. Additional information was received (B)(6) 2021: the suture had split the internal tubing when attempting removal resulting in the suture slicing the tube. The procedure being performed was a percutaneous coronary intervention (pci) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. There was no blood loss.